Manufacturer narrative:
This supplemental report is being filled to include device explant information.

Event description:
This supplemental report is being filled to include device explant information.

Event description:
It was reported that this patient developed a pocket infection with some stitch abscess and purulent discharge. The patient was brought in for a procedure to explant the device however, after opening the device pocket the physician elected to keep the device in service. The patient's system was re-optimized and the same sensing vector was chosen. No additional adverse events were reported.